Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the battery cap was unable to attach to the pump. It was reported there was no damage or moisture ingress to the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/17/2015-product analysis:the device was returned and evaluated by product analysis on 03/03/2015 with the following findings:the battery cap threads were damage. The battery cap was unable to secure properly to the pump.